Manufacturer narrative:
H3: product analysis #704365565:7078396 lot# h5390675 visual and microscopic inspection confirmed the set screw has some deformation on the node of the screws. There is some smearing/damaged to the nodes from what appears to be the rods moving between the saddles and set screw. The threads of the set screws have been damaged. Functionally tested with a sample bone screw and confirmed the screw would still thread into the head of the bone screw. Without the bone screw or rod that was used in the procedure, no root cause could be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source. Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with pre-operative diagnosis of right s1 s2ai set screw came off. It was reported that it was a patient who was performed th10-s2ai with l3/4/5/s plif on (B)(6) 2017, after the operation, the set screw on the right side of s1 / 2 backed out (came off). When opened the wound with reoperation, the set screw of l5 on the left side also backed out, the rod (5.5mm diameter, cobalt-chromium) was broken at l5 / s on the left side. As for the set screws, all three had completely backed out, and the rod was slightly floating, but it was contained within the screw head. As per physician bone union might not be achieved. During the reoperation, all screws were replaced at three positions that set screws had backed out , the rod was connected by mrc on both sides. The left l5 screw was replaced, the right s1 s2 screw was replaced, and the rod was cut between the right l5 / s and was re-fixed on both sides using with mrc. There is no delay in overall procedure time. There were no patient symptoms or complications as a result of this event. There were no further complications reported regarding the event.